Manufacturer narrative:
Control solution lot #: 2aa2g01.

Event description:
On (B)(4) 2013, the reporter contacted lifescan USA, alleging obtaining a control solution result of "117 mg/dl" which fell below the specified control solution range. This complaint is being reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.